Event description:
Hot knee [joint warmth], knee swelling [joint swelling], knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2009, from a physician regarding a patient. The patient received three synvisc injections into the knee(s) given at a dose of 3x2 in an interval of one week apart. On an unknown date, at the third synvisc injection, the patient experienced hot knee, knee swelling and knee effusion that were non-serious and severe in intensity according to the physician. The synvisc therapy was temporarily discontinued. The knee(s) had been punctured several times. As of the date of receipt of this report, the patient's outcome was unknown. No concomitant medications were reported. The relationship between the reported events and synvisc therapy was not provided. Additional information was received on (B)(6) 2009 from the physician regarding a (B)(6) female patient, initials (B)(6), with medical history of gonarthrosis. The patient started synvisc therapy on (B)(6) 2009 at a dose of 3x2 ml in an interval of one week apart. On (B)(6) 2009, few hours after the first synvisc injection, the patient experienced allergic reaction described as sensation of heat in the knee, knee swelling and knee effusion that were serious and moderate in intensity according to the physician. The knee was aspirated several times. The laboratory results were not yet available. The patient was treated with intra-articular injection of lipotalon (dexamethasone) on (B)(6) 2009. The adverse events remained for one week. Synvisc injection was temporarily discontinued. As of the date of receipt of this report the patient had recovered. The physician assessed the relationship between the adverse events and synvisc as definite. Please refer to (B)(4) for events reported by the same reporter.